Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted, and distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant due to placement difficulty. The physician noted that the lead helix initially extended with no issue, they placed the lead and there was poor measurements. They retracted the lead and required over twenty rotations to extend the helix again. As well, the stylet was unable to advance through the lead. The lead was never implanted and a different lead was used instead. No patient complications have been reported as a result of this event.